Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing headaches, sinusitis, and a cough while using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the patient is experiencing headaches, sinusitis and cough while using the device. There was no report of patient harm or injury. After the second attempt to have the device and components returned for evaluation, customer could not provide the information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on apr 04, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the patient is experiencing headaches, sinusitis, and a cough while using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed an unknown dust contaminant on the blower and blower bellow. The blower bellow also showed slight discoloration. An unknown dust contaminant was observed on the right-side panel, the iso (international organization for standardization) port, the bottom enclosure, the water tank lid, the water tank, the bottom housing, and the lower base. A small trace of black dust contaminant was observed on the lower blower housing. The air inlet seal showed yellow discoloration. No evidence of sound abatement foam degradation or breakdown was observed. The water tank lid had a slight crack in the clasp, preventing it from latching closed properly to the water tank. A dark unknown contaminant, consistent with a bacterium, was observed on the water tank and the flip lid seal. The dry box inlet seals both showed slight yellow discoloration. The bottom housing screws had slight corrosion, suggesting liquid ingress. Additionally, an unknown contaminant and hair-like particles were observed on the bottom housing and lower base. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of contamination in the airpath and unable to address the patient's symptoms. Sections d9, h2, h3 and h6 has been updated in this report.